Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06dec2019.

Event description:
It was reported that the ventilator's touchscreen was not functioning. The ventilator was being used on a patient at the time of the reported event; however, there was no patient harm reported.